Manufacturer narrative:
The device was received for evaluation. A review of the event history log identified a primary infusion prior to the reported event at a rate of 100ml/hr; no issues were observed in the logs. Functional testing on the pump was performed at the identified rate with acceptable results; the device met specifications. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not infuse the right amount (under-infused). This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.